Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak when connecting to quick set. The customer¿s blood glucose value was 11.4 mmol/l at the time of incident. The customer was assisted with troubleshooting and reported that reservoir unable to lock to quick set. The reservoir will not be returned for analysis.